Manufacturer narrative:
The product has not been requested back for an investigation. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor detached from her arm after 7 days of wear. She further reported that when it happened her blood sugar went low and she had a seizure. Customer¿s caregiver treated her with ¿glucose¿. No further treatment was provided.

Event description:
Customer reported that on an unspecified date her adc freestyle libre sensor detached from her arm after 7 days of wear. She further reported that when it happened her customer reported that on an unspecified date her adc freestyle libre sensor detached from her arm after 7 days of wear. She further reported that when it happened her blood sugar went low and she had a seizure. Customer¿s caregiver treated her with ¿glucose¿. No further treatment was provided. Blood sugar went low and she had a seizure. Customer¿s caregiver treated her with ¿glucose¿. No further treatment was provided.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The DHR (device history review) for the libre sensorkit was reviewed and showed the libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.